Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
Physio-control is investigating reports where the contact pins on the 3201102-010 flex assembly for the cr plus/express was misaligned during assembly. This failure could cause the device to intermittently turn itself on and off. There was no patient use associated with the reported event.